Manufacturer narrative:
Product evaluation: the lens was returned wrapped in gauze. Viscoelastic is observed on the lens. The lens has been cut into two pieces typical of a removal. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issues. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced light glare and could not adjust. The iol was exchanged for a different manufacturer's product in a secondary procedure. Additional information was requested.